Manufacturer narrative:
No report of injury or procedural delay or cancellation. All instruments involved in the cycles with the positive bis were reprocessed prior to use in patient procedures. A steris technician reviewed the capital equipment utilized in the cycles with the positive bis, and determined the equipment to be operating according to specification. The user facility confirmed bis are stored in a climate controlled environment. The lhr was reviewed for the lot subject of the reported event; no issues were noted. Retains for the lot subject of the reported event were tested; no issues were noted. It was determined that the user facility was using improper pouches for processing. Based on the results of the investigation, this is the likely cause of the positive bis reported. The user facility has transitioned to steris pouches. Additionally, in-service was provided to the user facility on the proper usage of the bis and pouches. No additional positive bis have been reported since the transition to steris pouches and subsequent in-service were completed. Event was initially reported due to lack of information; however, after additional investigation, the event does not meet the reporting criteria under 21 cfr part 803.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported a positive verify vhp scbi after a processing cycle. No report of injury or procedural delay or cancellation.